Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the probe broke inside the patient's abdomen during a therapeutic total hysterectomy by laparoscopy. The device was retrieved using a grasper and the procedure was completed using a backup device. There were no reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial MDR. Updated fields: d8, h3, h4, h6, h7, h9, h11. Corrected fields: a3a, d7a. The device was returned to olympus for inspection and the reported failure was confirmed. The device has a broken probe, which was returned along with the device. The teflon pad was inspected, and a slice of the teflon pad was identified; however, no metal from the jaw under the teflon pad was exposed. There are signs of dried residue on the distal end of the device. The handle has no loose parts or breakage, and the shaft has no indications of bends or dents. Based on the results of the investigation, the most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.